Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device did not cut properly. On (B)(6) 2016, it was clarified that there was no patient or user harm in the event. No additional information could be obtained; (B)(6) attempted to contact (B)(6) at (B)(6) medical center surgery to obtain information without any reply. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2008 where it was reported that the device needed repaired and the ball detent, damaged control bar, reciprocating arm, seal and retaining ring, motor, poppet assembly, damaged head, thickness lever, bearings, throttle lever, swivel, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed minor cosmetic damage to the head and neck of the hand piece including nicks. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), sat flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device calibration was out of specification at zero setting only. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining shaft, motor, swivel, poppet assembly and o-ring. The service technician noted that there were nicks to the blade surface on the head. The control bar was nicked on the leading edge. The pin for the planetary carrier shaft was pulled out past the normal position. The calibration shaft was bent on the end where the lever attaches. The inside of the hand piece was also corroded. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the technician noted that the that there were nicks to the blade surface on the head and control bar was nicked on the leading edge . It was also noted that the pin for the planetary carrier shaft was pulled out past the normal position and the calibration shaft was bent on the end where the lever attaches. The root cause of the reported event was due to the damaged parts. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was returned for service at zimmer biomet on (B)(6) 2008 . The issue was resolved with the replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining shaft, motor, swivel, poppet assembly and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device did not cut properly. No adverse events were reported as a result of this malfunction.